Event description:
Per information provided: (B)(6) 2008 - patient was diagnosed with large incisional hernia at the level of the umbilicus and to the right of the umbilicus thereby underwent open repair with the implant of composix kugel mesh (device 1). Per operative notes, ¿a large incisional hernia was one at the level of the umbilicus and another one the right abdominal wall to the right of the infraumbilical midline. All hernia sacs were dissected out. A composix kugel mesh (device 1) was placed and sutured.¿ (B)(6) 2009 - patient was diagnosed with recurrent incisional hernia above the umbilicus, thereby underwent open repair with explant of composix kugel mesh (device 1) and implant of ventrio mesh (device 2). Per operative notes, ¿an incision was made just above the umbilicus. Previously placed composix kugel mesh (device 1) had curled up. Composix kugel mesh was removed entirely. A ventrio mesh (device 2) was placed and sutured.¿ (B)(6) 2011 ¿ patient was diagnosed with recurrent incisional hernia symptomatic, adhesion, thereby underwent open repair with explant of ventrio mesh (device 2) and implant of ventralight st mesh (device 3). Per operative notes, ¿an incision was made to the midline of abdomen. Hernia sac was dissected out. Ventrio mesh (device 2) was removed. A ventralight st mesh (device 3) was placed with good coverage and sutured.¿ (B)(6) 2011 - patient was diagnosed with infected mesh with abscess in the preperitoneal space, seroma, purulent discharge thereby underwent open repair with explant of ventralight st mesh (device 3). Per operative notes, ¿the ventralight st mesh (device 3) was noted to be very loose and not attached to the area. Infected ventralight st mesh (device 3) was removed. The defect was closed with sutures.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2011) is considered to be a best estimate. This MDR represents the ventralight st mesh (device 3). Additional supplemental emdr's were submitted to represent the composix kugel mesh (device 1) and ventrio mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.